Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that since (B)(6) 2017 the patient has to charge more frequently and there is warming/heating around the battery site while recharging. There were no environmental/external/patient factors that may have led to the issue. The rep stated that impedances were within normal limits, the recharge history looked good, and it did not drop below 50%. The rep stated that the amplitudes were high at 7.0. They tried to reprogram but could not find a better program. They adjusted the pulse width and rate. It was noted that the patient uses the adaptive stimulation so it did not cycle. The patient would get an x-ray and continue to monitor. The issue was not resolved at the time of the report but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.